Event description:
Patient was in cysto room for a procedure. Patient was lying on the table. Staff believe patient's arms were on her chest however, sterile drape was covering patient's arms. As the table was transferring from head to foot, the patient's thumb was caught between the foot edge of the table and a 1/4" thick rail. When staff notice the patient's thumb was caught between this space, table position was reversed to free the patient's thumb. Once patient recovered, a xray was taken and "no fracture" was indicated. Patient said thumb was sore, but was not in any significant pain. A follow-up was made two days later and the patient made no mention of discomfort or pain from the incident.======================manufacturer response for rad fluoro unit, cysto, direct digital, uroskop omnia (per site reporter).======================manufacturer sent in a field service engineer to inspect. We should be seeing a report indicating any finding. Nothing at the time of the inspection indicated any equipment malfunctions.what was the original intended procedure?cystoscopy; left ureteroscopy; left ureteral stent change under flouoroscopy; and exam under anesthesia.device #1is this a laboratory device or laboratory test?no.